Manufacturer narrative:
The investigation conducted by field service engineering was unable to replicate or confirm the bipolar cautery issue reported by the customer. Electrical tests were unable to detect any issues with the bipolar foot pedal switch or bipolar cautery cable. The electrosurgical unit (esu) is customer supplied equipment that is to be maintained by the hospital and is not the responsibility of intuitive surgical. As of 2008, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that during a da vinci s gynecological procedure, the bipolar cautery would not work. The customer tried using an external foot switch, a different instrument, instrument cable and generator, however, the bipolar cautery remained nonfunctional. The surgeon decided to convert to traditional open surgical technique to complete the planned procedure. No patient harm was reported.